Manufacturer narrative:
The total protein reagent lot number was 899059. The expiration date was not provided. The qc was within the range. The provided alarm trace showed multiple alarms, including sample short s1, abnormal aspiration (sample pipetter s1), photometer check, and gear pump pressure check alarms. The field service engineer replaced the photometric lamp and the cuvettes. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with the total protein gen.2 assay on a cobas c 503 analytical unit. The initial result was 112 g/l. The 1st repeat result was 64 g/l. On (B)(6) 2026: the gel electrophoresis technique was performed, resulting in a value different from the one obtained on a cobas pro c503, prompting the sample to be repeated twice. The 2nd repeat result and the 3rd repeat result were both 64 g/l. The lower results were deemed to be correct.